Event description:
It was reported that during a bronchoscopy the junction between the cable and the scope (not stryker equipment) was resting in a not normal position during use. The hub was resting on the nose and reportedly caused a burn to that area. The lightsource was reported to be running at full power or very close to it.